Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients experienced dizziness. It was also noted that right atrial (ra) lead dislodged and was undersensing. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.